Event description:
It was reported that during surgery, "patient prone all day for back surgery. When patient flipped to back discovered burns to bilateral ankles from emg [electrode] leads. Also, erythema to chin which is also raised." The facility reported they "reached-temp harm, intervention." No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The device in question was not returned to the manufacturer for evaluation. As the lot number is unknown, a review of the device hi story records could not be conducted. Device description: stainless steel subdermal needle electrodes. Intended use: subdermal electrodes are placed subcutaneously to stimulate or record electrical signals with the nerve integrity monitor or other emg monitors. Indications: the electrodes are indicated for intraoperative motor nerve location.